Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Received handpiece without cap. Used test cap to evaluate handpiece and overheating occurred. Handpiece failed specs due to cap bearing failure. Debris built up in hp head from failure.

Event description:
It was reported that a midwest e 1:5 ca overheated during use; no injury resulted.